Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) did not exhibit any issues and the bradycardia was unrelated to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing below the lower rate. It was noted that the patient experienced bradycardia. The ipg remains in use. No further patient complications have been reported as a result of this event.